Manufacturer narrative:
The customer confirmed that the error code was 1014 (post timer/24v failure) and that the power supply was replaced to correct the reported event. The ventilator is back in service. The determination could be made that the device failed to meet specifications. The device was being used on a patient at the time the reported issue occurred; however, there was no patient harm, and there is a relationship of the device to the reported problem. Part was not returned to (B)(6). The root cause cannot be determined until the device is returned and investigated.

Event description:
The customer reported a 1014 error code while the unit was being used. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.